Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of trace irregular epithelium and corneal haze, observed on a pt's left eye at three months post photo refractive keratectomy (prk). Pt noted blurry near vision. Upon additional follow up, reporter indicated the pt was improving, no intervention required, and the pt is continued to be monitored.